Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Company representative reported via email that the insulin pump's screen is scratched and difficult to read. Also the buttons are very sticky and difficult to use. The customer was called and she stated that the buttons have to be pressed 4 times and hard to have a response. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.